Manufacturer narrative:
Product was returned and evaluated. Evaluated bioburden testing shows a growth identified as gram-positive cocci was found inside of the tip cap. The sample was insufficient to perform complete biocidal testing. Complete chemical testing could not be performed due to insufficient samples. However, testing that was completed showed results that were within specification requirements. The review of the manufacturing process, quality systems, and product characteristic, and analysis of adverse events, complaints and problems supports the products are safe and performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Additional information was received from the reporter. The consumer was prescribed an unknown eye drop and used the drop for approximately two weeks. The patient has recovered.

Manufacturer narrative:
Product has been returned and is undergoing evaluation. The investigation is ongoing.

Manufacturer narrative:
A review of the manufacturing records associated with this lot found the product met all acceptance criteria at the time of manufacture and distribution. Chemical analysis on retain samples are within the limits. Biocidal, bioburden evaluation on retain samples are within the limits. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
The product has not been returned. Additional event and medical information have been requested but not yet received. This event occurred in france where this device has been voluntary recalled. The device involved in this voluntary recall has not been distributed to the united states. The investigation is ongoing.

Event description:
A consumers spouse reported that the consumer was diagnosed with a corneal abscess. Per the spouse, an ophthalmologist treated the infection with a combination of unknown antibiotics, which has not been effective. Follow up with the reporter revealed the consumer experienced red eye until they visited an ophthalmologist who diagnosed the consumer with corneal abscess and prescribed with an unknown antibiotic eyedrop. They were referred to another ophthalmologist who performed a culture, results revealed the consumer had candida fungus. They are currently being treated with amphotericin b 2 mg/ml (fungizone b) and voriconazole 10 mg/ml every hour. Additional information has been requested.